Event description:
It was reported that after a da vinci assisted rectopexy surgical procedure, the fenestrated bipolar forceps instrument was found to have a black insulation on the wire defective. The procedure was completed with no patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black insulation of the current-carrying wire of the fenestrated bipolar forceps instrument was damaged. The customer always check all instruments before sterilization, that is why they noticed the defect. The procedure was completed with the same instrument.

Manufacturer narrative:
Based on the claims against the product noting damaged insulation, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have conductor wire insulation damage. There was no material missing and the conductor wires were not exposed. The fenestrated bipolar forceps passed an electrical continuity test. The instrument was found to have yaw pulley scratch marks/abrasions.